Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use for training purposes without patient involvement. The reporter stated the device leaked at the filter area.